Event description:
The customer reported via phone call that they had too many alarms during the night for the enlite sensor. Customer mentioned that the accuracy was off. Customer stated that his blood glucose was 30 mg/dl and the sensor was alerting that he was low when his blood glucose was not low. Customer stated that he has spoken with his trainer and is making adjustments. Customer declined to be transferred to the helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.